Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache,eye irritation,burning facial skin and cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache, eye irritation, burning facial skin and cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device is not returning to the manufacturer for evaluation. The manufacturer did not receive contact information to obtain additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box g, h has been updated/corrected.